Event description:
This report summarizes 33 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.

Manufacturer narrative:
The final device was not made available for testing and the cause of the issue could not be determined.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 15 devices were evaluated in the field and the issue was confirmed; 7 devices had broken/damaged components, 1 device had an alignment issue, 3 devices weren't properly calibrated, and 1 device had worn components. The devices were repaired and returned. 19 devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 33 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.